Manufacturer narrative:
Additional information is provided in sections d.4. Corrected information was provided in b.2, h.11 the initial decision to report was incorrect resulting in the initial report being submitted in error. This event stuck in the closed position (tip/tube issue) was not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be submitted under mfg report num. 3003398873-2025-00292. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during membrane peel with vitrectomy surgery internal limiting membrane (ilm) forceps was not able to grab tissue to peel and it was stuck in the closed position. The procedure was completed by using another ilm forceps. No patient harm was reported.